Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The sublime balloon catheter was used in a percutaneous transluminal angioplasty (pta) procedure. The site reported part of the balloon broke off and became stuck in the sheath during removal. The entire balloon was removed without issue. The provided image indicated the balloon broke near the approximate region of the rapid exchange (rx) port. The patient anatomy was reported to be very stenotic and tortuous. The physician did not confirm balloon deflation prior to removal and thought this may have caused the reported issue. The balloon was confirmed to not be fully deflated. The reported issue resulted in a procedure delay of approximately ten minutes. The incident occurred during the end of the procedure. The case was completed without incident. There was no patient harm.

Manufacturer narrative:
H3: the balloon catheter returned for analysis. Analysis confirmed the reported issue. The balloon catheter was returned in two segments. The balloon catheter separated just proximal to the rapid exchange (rx) port. The first segment consisted of the device rx port, inner shaft, section of the outer shaft, and balloon. The second segment consisted of the outer shaft and hypotube, strain relief, and hub. When the segments were measured, there was a length increase by approximately 8.1cm. The balloon, itself, showed signs of bunching.